Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 202) was confirmed. Upon investigation the monitor was disabled and displaying a service code 202 - patient parameters corrupt. The root cause for the service code was isolated to an error when the distributor representative was programming the monitor during the patient's initial fitting. The corruption occurred when the monitor was quickly power-cycled during patient programming. The service code presented itself the following day when the monitor powered on after the patient switched battery packs. The patient was protected during the initial day of use, prior to switching battery packs and the appearance of the service code. The programming corruption occurred due to an unexpected rapid power-cycle of the monitor during patient setup, not due to a device malfunction. It is unknown why the monitor was rapidly power-cycled during patient programming. This rapid power-cycling and accompanying service code 202 is a very low rate use error. No adverse event resulted from the programming corruption.

Event description:
A us distributor returned monitor sn (B)(4) for investigation. The patient using this monitor stated that, after changing his batteries, the monitor was displaying a service code 202.